Event description:
It was reported that dr (B)(6) said, the patient came in reporting some pain and instability. He thought a thicker poly would help with the instability and the deeper dish of the cs poly so he removed the old cr 4x13x3 cr poly and replaced it with a 4x19mm cs x3 poly. After removing the poly, it was discovered that the posterior medial side of the poly had a piece that was chipped off the piece was retrieved and is at the hospital.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.